Manufacturer narrative:
An event of the difficult to fold, unfold or collapse associated with valve under-expansion was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported valve under-expansion could not be conclusively determined. The reported patient effects of hypotension was due to medication (regular beta blocker medication) and slight dehydration. The reported cardiac enzyme elevation, angina, and movement disorder could not be determined. The reported hospitalization and unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm portico ng/navitor valve was successfully implanted in a patient. A post-implant balloon aortic valvuloplasty was performed using a 20m non-abbott device due to under expansion of the 23mm portico ng/navitor valve. On (B)(6) 2024, it was noted via echocardiogram that there was a severe left ventricular outflow tract gradient of at least 75mmhg with moderate mitral valve regurgitation. There was no intervention performed, but the patient was hospitalized for monitoring. On (B)(6) 2024, it was noted that the patient reported a sensation of chest pressure, no pain, and developed hypotension with blood pressure at 44/91 mmhg. No intervention was performed. On (B)(6) 2024, it was noted that the patient reported transient central chest pain last less than a minute while receiving medications. The patient was also found to have an elevated level of troponin. No intervention was performed. On 02 september 2024, a computed tomography scan was performed and showed no signs of obstruction at the ostium of the right coronary artery or left main coronary artery. Subsequent to the previously filed report, additional information was received that a transthoracic echocardiogram was performed to detect significant left ventricular outflow tract gradient. The 23mm portico ng/navitor valve did not migrate and cause an obstruction. The patient was also noted to have occasional dizziness on standing. The decision was made to cease the patient's metoprolol medication and administered the intravenous fluids. The cause of the patient's hypotension is attributed to the patient beta blocker medication (metoprolol) and slight dehydration. The cause of the patient's mitral regurgitation and chest pain is unknown. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6).) It was reported that on (B)(6) 2024, a 23mm portico ng/navitor valve was successfully implanted in a patient. A post-implant balloon aortic valvuloplasty was performed using a 20m non-abbott device due to under expansion of the 23mm portico ng/navitor valve. On (B)(6) 2024, it was noted via echocardiogram that there was a severe left ventricular outflow tract gradient of at least 75mmhg with moderate mitral valve regurgitation. There was no intervention performed, but the patient was hospitalized for monitoring. On 30 august 2024, it was noted that the patient reported a sensation of chest pressure, no pain, and developed hypotension with blood pressure at 44/91 mmhg. No intervention was performed. On (B)(6) 2024, it was noted that the patient reported transient central chest pain last less than a minute while receiving medications. The patient was also found to have an elevated level of troponin. No intervention was performed. On (B)(6) 2024, a computed tomography scan was performed and showed no signs of obstruction at the ostium of the right coronary artery or left main coronary artery.